Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 90 mg/dl and 308 mg/dl. Customer states that the first reading of 90 mg/dl was obtained on a strip that was only 1/2 filled with blood. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.